Event description:
After receiving ocd recall notification, and related customer notification dated 2004 customer performed visual inspection of mts anti-igg card lot # 082203001-14. Customer noted that some cards had "no igg present" in microtube #2 and other cards had uneven volumes. Customer did not calim alleged death or serious injury.